Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 05/15/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report 5201770000-2025-8158 stating: davinci cadiere forceps instrument was inserted into the robot, per surgeon cable was broken upon placed into robot.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the cadiere forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.